Event description:
A user facility reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The leak was not visually observed. The machine alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no patient injury or medical intervention required as a result of this event. The patient was restarted and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation. Additional information requested but has not been obtained.

Manufacturer narrative:
Sample returned and subjected to a laboratory bubble point test. Due to the level of coagulation in the header caps, water was unable to sufficiently pass through the dialyzer to complete the test. No leak was noted during the test and it was deemed to have passed. However, the dialyzer was disassembled and subjected to further evaluation to identify any defect/cause. Upon extraction of the fiber bundle, a potted fiber fragment measuring approximately 0.68mm in length above the pu was identified at approximately 230°, with the dialysate ports situated at 0°. An opposing end was not identified. There was no other damage or irregularities noted. During the lot history review it was noted that there was no other complaint reported against the lot. A review of the production record was performed. Production record review showed there was one unrelated approved temporary deviation notice in the production of this lot. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking products are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks. Based on the provided complaint sample, the leak is confirmed due to a potted fiber fragment. The returned sample was scrapped after evaluation.

Event description:
A user facility reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The leak was not visually observed. The machine alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. There was no patient injury or medical intervention required as a result of this event. The patient was restarted and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation. Additional information requested but has not been obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.